Event description:
It was reported that after an examination, the rt moved the monitor suspension. One side of the curtain rail holding the monitor cable dropped suddenly. No injury was reported. A ge field service engineer discovered that one of the rail mounting screws was loose. The curtain rail was repaired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.